Manufacturer narrative:
No fault was found during on-site troubleshooting performed by our field service engineer. The ventilator has been cleared for clinical use after completed functional tests. Device logs were sent for evaluation. The reported peep issue is confirmed in received logs showing that the ventilator generated alarms for high peep on the reported date of event. The logs show that ventilation was started on (B)(6) and had been ongoing for 2 days without any peep alarms. However other alarms related to high airway pressure and regulation pressure limitation were occasionally generated during that period, probably due to increased resistances in the patient¿s airways or set parameters. User interactions in terms of silencing of alarms and parameter changes show that the ventilator was under supervision. Alarms for high peep were generated for the first time at 18:16 on the date of event. The user responded by increasing the upper alarm limit which made the alarm disappear for a couple of hours. When the alarm reoccurred, the user tried changing some parameters and switch ed ventilation mode but the alarms kept coming and ultimately the ventilation was ended by the user. There are no technical alarms or any other indications of a ventilator malfunction in the logs. The conclusion is that increased expiratory resistances and increased resistances in the patient's airways have caused the reported alarms. The root cause of the increased resistances cannot be determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator had a drifting peep (positive end expiratory pressure). The patient was bagged and the ventilator was swapped. There was no harm to patient. (B)(4).